Event description:
This is a spontaneous report by a nurse from (B)(6) of bacterial peritonitis with (B)(6) in a patient coincident with peritoneal dialysis (pd) therapy. On (B)(6) 2010, the patient was diagnosed with bacterial peritonitis manifested by abdominal pain and cloudy effluent. On the same day the pd effluent was cultured which was (B)(6). The patient was started on remedial therapy of vancomycin (unknown dose, daily, unknown route) and gentamicin (unknown dose, daily, unknown route). Extraneal viaflex and physioneal unspecified therapies were ongoing at this time. On (B)(6) 2010, the nutrineal pd4 unknown bag was stopped temporarily following the nutrineal recall information. On (B)(6) 2010, it was reported that the patient continued to experience abdominal pain, and as a result the vancomycin and gentamicin treatment continued until (B)(6) 2010. On (B)(6) 2010, the patient was fully recovered from the bacterial peritonitis. The reporting nurse stated that the bacterial peritonitis was unrelated to the extraneal viaflex, nutrineal pd4 unknown bag, physioneal unspecified therapies.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.